Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer experienced high blood glucose. Blood glucose level at the time of the incident was 415 mg/dl. Customer's current blood glucose value was 125 mg/dl. Customer was unable to enter auto basal. Customer was unable to pass to auto mode after high blood glucose. Customer was helped to activate auto mode. The insulin pump will not be returned for analysis.